Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that one day post implant, the pulse generator exhibited atrial and ventricular oversensing on the presenting rhythm. The p-wave amplitude decreased from 1.5 to 0.7 mv. Oversensing was eliminated when the maximum sensitivity was increased to 4 mv. The lead remains implanted.